Event description:
This is an initial report as an investigation is on-going. Additional info will be submitted once the investigation is complete. Site reported a counterweight unbalanced error after a collimator exchange. During servicing by the field service engineer (fse), it was discovered that there was a 3mm gap between the detector arm and the gantry. The fse removed the covers and determined that the four bolts connecting the detector arm to the gantry appear to have failed. The detector arm was still attached to the gantry by dowel pins. Camera has since been repaired and is now operational. Conclusion of investigation is pending receipt and eval of replaced parts. No serious injury to pt or operator occurred.

Manufacturer narrative:
Additional info: tbd. Date initial MDR sent to FDA: (B)(6) 2009. (B)(4).